Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the device was explanted and replaced, which addressed the issue. No complications were noted during the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 3006705815-2020-31027. It was reported the patient suffered a fall and then was unable to increase amplitude on stimulation. Diagnostics revealed high impedances. To address the issue, the patient may be awaiting surgical intervention.